Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had high blood sugar event. The blood glucose was 476 mg/dl at the time of incident. The current blood glucose was 113 mg/dl. Troubleshooting was assisted, 5.0 unit fixed prime test performed and customer states the insulin exited. Customer is able to remove set at this time to test site portion of infusion. Customer states the cannula is not bent. Customer wishes to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. After performing prime a 5 units fixed prime test, the insulin was exited. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.